Event description:
A report was received that following a trial procedure, the patient experienced an allergic reaction to the pain medication/anesthesia used in the procedure. The patient was treated with decadron, benadryl, magnesium and IV fluids were given. The patient was doing well now.